Manufacturer narrative:
Concomitant medical devices: product ID :8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Information was received from the consumer via the FDA's medwatch regarding the patient receiving an unknown type of drug via an implantable infusion pump. The indication for use was noted as spinal pain. It was noted that the alarm had not gone off on two different occasions. Reportedly, the pump gave the patient additional problems that he did not need to worry about like being dead because he did not hear and alarm go off and the "I my pump goes haywire". The causality and interventions was not reported. Additional information has been requested, but was not available as of the date of this report. See attached medwatch .